Manufacturer narrative:
Manufacturing records were unable to be reviewed due to no lot number being provided by the customer. The device was not returned for evaluation because it was discarded by the hospital. Based on the reported event information, use error and patient factors likely contributed to the event. Coronary sinus injuries are identified as a potential complication in the instructions for use (IFU). Edwards has reviewed similar reports and has found the root cause is typically related to a combination of vessel size, tissue fragility and placement issues of the device. No manufacturing non-conformance has been associated with the historical events which have been reported. The IFU and training manuals were reviewed, and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a (B)(6)-year-old female patient sustain coronary sinus perforation during the use of a retrograde cardioplegia device. The procedure was a minimally invasive mitral valve replacement. It was reported that the anesthesiologist was not fully trained on the use of the peripheral retrograde cardioplegia device. The surgeon noticed an extreme amount of blood so they performed an open sternotomy. The surgeon was able to repair the coronary sinus. The patient was transferred to intensive care unit. The patient lost 1300cc of blood, and was transferred back to the operating room to remove the clot formation from around the heart, reported to be most likely from coagulopathy. The patient was reported to be stable and doing well and is being transported to a rehab facility. The patient's native mitral valve was replaced with a 27mm non-edwards valve. Upon follow-up, it was reported that the staff assumed operator error or patient issues may have caused or contributed to the event. There was no allegation of device malfunction.

Manufacturer narrative:
Customer received in-service training.